Manufacturer narrative:
Report is being submitted past 30 day deadline based on retrospective review conducted on 6/27/2019.

Event description:
Surgeon tried to remove screw during initial surgery and was not able to because it was stripped. The screw was left in place.